Event description:
Staff originally had difficulty logging on to the obix system. By the time clinical engineering staff arrived, the login problem had resolved but it was noticed that there was no audio for the alarms. Further contact with obix tech support suggested checking the mute function on the computer. The audio was muted, and after clicking the button, the audio was unmuted and began working properly. Staff commented that this has been an ongoing problem.the affected alarm audio is only at the central station (nurses' desk). It does not affect alarms at the bedside. Visual alarms are still functional.the muting function is on the windows xp operating system volume control, similar to what you would have on your desktop computer. The central station software is running on windows. To access it, you click on the speaker icon in the system tray, then there is a check box next to the volume slider for mute. ====================== manufacturer response for perinatal data system, obix (per site reporter)======================apparently they already knew about this problem. They are working on a solution.